Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The lead was explanted due to an unspecified reason. The lead was explanted when repositioning was unsuccessful. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated but not yet begun.